Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance measurements on the defibrillation superior vena cava (svc) and right ventricular (rv) coils. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.